Event description:
Adverse event(s): "no patient injury reported" (no consequences or impact to patient). Product problem(s): "system message displayed" (device displays error message). A nurse reported receiving a system message during a case. Per the nurse, this has been a recurrent event for two weeks. The surgeon is comfortable performing manual air/gas exchanges, but was unhappy that the feature has not been available. The staff only recently informed their biomedical engineer of the issue. There was no patient injury reported.

Manufacturer narrative:
A company service representative examined the system and was able to replicate the reported problem. The lpa manifold and the cpu battery were replaced. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).